Manufacturer narrative:
The explanted evoke active anchor and lead were discarded and not available for analysis. Without the return of the anchor, it is not possible to reach a definitive root cause of the lead migration. Lead migration which may result in undesirable stimulation changes and requiring surgery (including revision, explant, and replacement) as a result is listed as a potential risk in manufacturer's instructions for use. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain and a motor response. The evoke scs system and a physician exam confirmed the pain was due to lead migration causing unintended stimulation. A lead revision was performed three days later. Post procedure, the patient was reported to be receiving adequate therapy.